Event description:
It was reported that the pump keeps occluding all the time and does not complete the total running of demands. There was no patient involvement, no harm/ adverse event reported.

Manufacturer narrative:
Initial reporter phone (B)(6). The pump was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed and the customer's problem of air/bubble in the dso seal was replicated. The root cause was a faulty dso sensor. The dso sensor, bezel and seal will have to be replaced to fix the issue.